Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. Observed, non penetrating nicks on the device. Observed, what appears to be like crater appearance on shell surface. Observed, 40 mm dark patch edge material inside gel device. Observed, opening in the anterior side assessed, as surgical damage.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, diagnosed by MRI. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: observed next to the device have appears to be biological tissue but, it is a medical event not related to the device. Observed a device with an opening labeled right side. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, diagnosed by MRI. The device has been explanted and replaced with a non-allergan implant.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, diagnosed by MRI. Additional events of "rupture", "axillary siliconomas" and "calcifications" through MRI and pathology. The device has been explanted and replaced with a non-allergan implant.